Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection/insulin pen. The customer reported blood glucose value of 327 mg/dl. The event involved product(s) mmt-332a. The customer has been using the insulin pump system within 48hours of reported high blood glucose event. The customer was able to remove infusion set and identified the cannula was bent. The customer declined to continue pump troubleshooting for the high bgs/under delivery. The confirmed used room temperature insulin. Did not have plunger available to attempt purging of air bubbles. The customer reported bent cannula (not a slight bend/curve). The customer reported insulin flow blocked alarm. Issue was resolved. No further patient complications were reported. It was unknown whether the customer would continue using the device. Product return for mmt-332a is not expected.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.